Event description:
During the first inflation the balloon ruptured at 6 atm (rated at 16 atm). No intervention or pt complication was reported. However, during eval of the returned product a perforation in the balloon was observed with a resulting jetstream type leak. Although no jetstream leak was reported in this case, it has been determined that this type of leak may cause an adverse event if it were to recur.